Event description:
It was reported that episodes of post-paced t wave oversensing, mode switch, and fusion were observed on the device. Oversensing of noise and/or myopotentials was observed. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device was reprogrammed.